Manufacturer narrative:
A sample was received at manufacturing site.

Event description:
Additional information was received from the reporter. The reporter confirmed the incident occurred during a vitrectomy procedure. There was no patient harm. The procedure was completed replacing the trocars.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A theatre team leader reported that a surgeon could not remove the laser probe from the trocar during a surgery. The trocar came out of the eye together with the laser probe. The surgeon had to place the trocar back into the eye again. There was no patient impact reported. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: there were (B)(6) paks associated with this lot. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. The probe met specifications at the time of release. A 23ga straight laser probe was received for evaluation. A visual assessment of the returned sample was performed and showed that the laser probe handpiece was cut off from the rest of the probe, and that the trocar was stuck on the cannula tip. The laser probe was inserted into a 23ga trocar, but the trocar became stuck. The sample was evaluated, the laser probe cannula tip outer diameter was measured. The entire cannula tip outer diameter was found to be out of the upper specification limit. The sample did not meet specifications one opened 23 ga trocar hub/cannula assembly in a zip top bag was received for the report of unable to remove the laser probe. The trocar was visually inspected and was found to be conforming. A dimensional inspection for cannula ID was also performed and the sample was found to be conforming. No lot number was identified with this complaint; therefore, lot history review could not be conducted. The returned trocar met specification. The complaint investigation for the returned laser probe indicated that entire cannula tip outer diameter was found to be out of the upper specification limit and this would cause an interference with the trocar. The root cause of the reported event can be attributed to a nonconforming tip received from the supplier.